Event description:
It was reported that during the struma procedure, first device did not function after 15 minutes, second instrument could not be fixed. No further information is available. Case completed with other unknown product. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".